Manufacturer narrative:
Results of investigation will be filed in a supplemental report.

Event description:
Neonatal nurse practitioner was placing a PICC. The needle was inserted with good blood return. The catheter placed and the needle withdrawn. This is a break away needle. The nnp attempted to break away the needle and part of the plastic remained at the junction of the needle and the hub resulting in the inability to remove the needle from the PICC. Attempts were made to break away the needle. The end result was that the catheter needed to be removed and another attempt made which was successful. The harm to the infant was a second needle stick for the placement of the PICC.